Event description:
It was reported that the customer had high blood glucose levels of 454mg/dl. Customer stated that she believes she is high because she forgot to take her manual injection. The customer also stated that her insulin pump excessively alerts meter blood glucose now. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.